Event description:
The customer originally reported that the ls1500 device was not cutting. There was no patient injury. Upon receipt, visual examination on (B)(6) 2014 revealed the knife blade to be broken and a portion was missing, not returned with the device. Additional questions were extended to the site regarding the missing knife components without response.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2014. The device was tested for knife function with unacceptable results. Examination under magnification confirmed damage to the back edge of the blade. A 0.05 x 0.04 inches of the back end of the knife blade was found to be broken and missing. It is possible the customer hit a staple, metal pin or other hard substance that damaged the blade. The IFU for this product has a warning not to deploy the cutter on clips, stapes and other metal objects to prevent damage to the cutter blade.